Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Interrogation of the lead revealed two contacts had low impedance values. The physician explanted and replaced the leads in a slightly different location. Follow up revealed the patient reported effective coverage which resolved the patient's issue.